Event description:
It was reported that the user was unable to unlock a colored ilet pump and contacted support, where an agent guided a firmware update through the ilet app after confirming the user was safely disconnected and at a comfortable blood glucose level; the update was successful and the pump unlocked. Symptoms included no reported adverse clinical effects. Outcomes included no change in blood glucose and no medical intervention. Investigation included remote troubleshooting and a firmware update procedure. Investigation of this case revealed the device was unresponsive to unlock prior to the update and functioned as expected after the software update, indicating a resolved usability or software-related lock state. It was concluded, based on previously established findings for similar reports, that the cause was software performance consistent with normal behavior remediated by firmware update.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.